Manufacturer narrative:
Unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. No motor noise, audio/beep or unexpected loud sound anomaly noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and ink spot/bleeding on bottom side of lcd display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump made a loud noise during priming. Insulin pump passed self test. Customer's blood glucose was unknown. Insulin pump would be replaced per customer's request.